Event description:
It was reported the pacemaker experienced a parity software error and reset. The pacemaker remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Device experienced a critical ram parity error por (power on reset) (B)(6) 2012, in location "17 42". Device should be able to recover from the event and continue normal function.